Manufacturer narrative:
(B)(4). Batch # p55m0a. The analysis results showed that one gst60d reload was received fully fired, with the pan detached from the cartridge. No conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic pneumonectomy, the cartridge pan could not be removed from the jaws after the firing. The forceps was used to remove the cartridge pan. Another device was used to complete the case. There were no adverse consequences to the patient.